Event description:
The reporter stated that the patient was in the dental office for a tooth extraction. When the tooth was extracted the product was introduced into the socket. About 15 minutes later the patient broke out in red hives, began sweating and had chest pain. An ambulance was called; the patient was taken to the hospital, treated with steroids, and had an intravenous infusion and blood work. The bone graft was not removed from the dental site. The patient's condition has resolved. He returned to the dental office today for removal of sutures and was well. The dental surgeon stated that it seems the patient had a reaction to traces of gentamycin and polymyxin that are used in the processing (of the device) or to iodine.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.